Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in a 90% stenosed in the mid right coronary artery with moderate calcification and heavy tortuosity. The 3.50x23mm xience skypoint stent delivery system (sds) was attempted to be advance to the target lesion; however, failed to advance due to the anatomy. The sds was removed from the patient with difficulty and the stent edge was noted to be slightly flared. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another dilation was preformed followed by stent implantation to complete the procedure. No additional information was provided.